Event description:
There was a question in regards to malfunction of the biventricular boston scientific ICD that was implanted 2.5 years ago. When the patient went to the electrophysiologist for a routine check up 4 months ago, the patient reached his left arm across his chest and there was noise and a drop of impedance noted on all leads. The patient is pacer dependent and when he would reach across his chest he would have dizziness. A drop was noted greater on the left ventricular (lv) lead via programmer. It was thought that there may be a possible header bond malfunction on the ICD. The device was removed with the header examined. It appeared intact by the md. The leads were visualized under fluoroscopy and a possible insulation break was noted on two separate areas of the lv lead. All leads were tested. The old pacing right atrial (ra) and right ventricular (rv) leads were implanted over 4 years ago and were abandoned/capped two years ago. Both the rv apex defib lead inserted 2 years ago and the lv lead had noise. It was felt at that time that the boston scientific biventricular ICD should be removed and sent out to be examined and a new medtronic biventricular ICD implanted, per family request, with the present leads left in place. All leads appeared to be functional with noise. The patient will come back in 2 weeks for a lead extraction.======================manufacturer response for bi-ventricular ICD, cognis 100 - d (per site reporter)======================the rep from the boston scientific department was present throughout the procedure. The ICD was given to him post explant.